Event description:
A technician attempted an arteriotomy closure of the right common femoral artery using the starclose device. The patient developed a hematoma after the procedure. Manual compression was used to treat the hematoma and the patient was kept overnight for observation. Patient is currently doing fine.

Manufacturer narrative:
The device was not returned, however the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.